Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient exhibited ventricular high rates (vhr) due to noise. It was further noted that lead function was stable. Isometrics and pocket manipulation did not give specific issues. Attempts to confirm details with the clinic were unsuccessful. The device and lead are still in use. No patient complications were reported as a result of this event.